Manufacturer narrative:
The catalog number and lot code were not identified in the article. The device was noted as stryker accolade standard offset. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not available.

Event description:
An article reported in bone joint j 2015;97-b:1024-30 on patient 11 in a study treated following metal-on-highly cross-linked polyethylene (mop) tha. Soft tissue lesions were noted on imaging and confirmed intra-operatively. Corrosion noted at the head-neck junction. No further data was recorded for patient 16. Pre-operative aspiration and synovial biopsy was performed in 12 patients but not in the five patients presenting with recurrent instability. Patient 16 was one of the patients reported in this paper who was either revised following a revision tha performed at the reporting healthcare facility, or following a revision performed elsewhere.